Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was moving in the ipg pocket site. The issue began from the day of implant. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was replaced and relocated to the abdomen. Therapy resumed post procedure.